Event description:
It was reported that a bd alaris secondary set IV tubing is popping out of the IV drip chamber. The following information was provided by the initial reporter: verbatim: secondary IV tubing is coming kinked in the bag and causing the IV tubing to pop out from the drip chamber. Device failure created a near miss. No harm - event reached patient , but caused no harm additional info from customer: (01-aug-2023). If the tubing were to break away like it did with this submission, and the medication had already been spiked, yes, it would definitely cause leakage, the whole tubing separate from the drip chamber, so it would all run out.

Manufacturer narrative:
H6: investigation summary: no product or photo was returned by the customer. The customer complaint of separation other component - no leak could not be verified due to the product not being returned for failure investigation. A device history record review for model ms3500-15 lot number 23053203 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that a bd alaris secondary set IV tubing is popping out of the IV drip chamber.the following information was provided by the initial reporter: verbatim: secondary IV tubing is coming kinked in the bag and causing the IV tubing to pop out from the drip chamber. Device failure created a near miss. No harm - event reached patient, but caused no harm.additional info from customer: (01-aug-2023)if the tubing were to break away like it did with this submission, and the medication had already been spiked, yes, it would definitely cause leakage, the whole tubing separate from the drip chamber, so it would all run out.